Event description:
It was reported that (B)(6) responded to a fall injury. When arrived at the scene, pt was found in the bathroom in full cardiac arrest. Als treatment began and pt was placed on autopulse. The unit functioned properly for less than 3 minutes with manual CPR. The pt was transferred to the ER at cleveland clinic with a pulse and blood pressure. Batteries were cycled during the morning checkout and on (B)(6) 2012, which is 11 days prior to date of event. No other information was provided. Customer disclosed 4 battery serial numbers; only one (44639) was returned. This report pertains to battery sn (B)(4). The autopulse resuscitation system involve in this event is addressed under MFR report # 3003793491-2012-00106.

Manufacturer narrative:
Zoll medical corporation has not yet received the battery sn (B)(4). A supplemental report will be submitted if the device is received and when it is evaluated.